Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm no delivery and motor error during bolus. Customer's blood glucose was 450 mg/dl. The customer stated that in alarm history only one motor error and displacement test done correctly. The customer's mother reported the motor error alarm reoccurred. The customer was advised that the device need to be replaced.